Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after receiving therapy symptoms. Device interrogation showed that the patient had vt for which several antitachycardia pacing therapies were given by the device. Therapies were ineffective and the patient received cardioversion. Rhythm then accelerated to vf and patient received two hv shocks converting the rhythm successfully. There was an alert for possible hv lead issue on session records. Patient will continue to be monitored in hospital until lead replacement when clinically appropriate.